Event description:
It was reported that, the pt's acetabular cup had loosened. The operating surgeon believes the pt having undergone pelvic radiation is the underlying cause behind the fracture. All of the implants listed above were removed. X-rays are not available.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident 0 deg insert 44m, catalog: 623-00-44g, lot ID: 2rhmje. V40 cocr lfit head 44mm/-4, catalog: 6260-9-044, lot ID: 158mje. Osteolock bone screw 16mm, catalog: 5260-5-016, lot ID: 24467301. Osteolock bone screw 24mm, catalog: 5260-5-024, lot ID: 25472201. Osteolock bone screw 35mm, catalog: 5260-5-035, lot ID: 26875201. Osteolock bone screw 35mm, catalog: 5260-5-035, lot ID: 26554101. An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.